Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected unexpected battery depletion and a high right ventricular (rv) lead and left ventricular (lv) lead threshold. The crt-d and rv lead were replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.